Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.1., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6,device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on the posterior side assessed as surgical impact opening (shell thickness within specification).additional observations: creases are observed, missing shell assessed as inconclusive, brown particles were observed on the gel,stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.